Event description:
The surgeon reported that the patient developed a pressure sore and an infection at the magnet site and the patient's device extruded. The patient was treated with antibiotics (type unknown). The patient's device was explanted. Once more information is available, a supplemental report will be submitted.